Event description:
Information received indicates when the brakes were engaged the foot caster did not hold.

Manufacturer narrative:
The technician found the caster teeth were worn. He replaced the brake/steer caster to repair the bed.